Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application login failed, the database storage was rapidly exceeded, and errors were identified in the event viewer. A field service engineer noticed that the c drive was full and cleared nearly 7 gigabytes from the log folder and rebooted the device. A field service engineer reimaged the station, after discovering that the database had been corrupted. A technical support specialist incorporated the application into the security section to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and exhibited a slowdown, while certain keys on the keyboard failed to function. The customer reported that the nursing staff disconnected the station and restarted the machine, yet the issue continues to persist. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.